Event description:
The customer reported that an infant patient had an spo2 reading in the 40s with no alarms. (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.